Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was capped during a pulse generator change out. The patient was non responder to biv pacing. The reason unknown.